Event description:
Reference MFR report number: 1627487-2019-05678.

Manufacturer narrative:
(B)(4). The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 1 of 2: reference MFR report number: 1627487-2019-05678. It was reported that the patient experienced nausea, dizziness, and pain in the neck when sitting up post-procedure. The patient reported the issues resolved when laying flat. It was determined the patient experienced a cerebrospinal fluid (csf) leak. The patient was given floricet and instructed to increase fluids. The patient's trial leads were subsequently pulled on (B)(6) 2019 due to these symptoms. The patient's csf leak symptoms eventually resolved.